Event description:
The user facility reported a instance where a z-800 infusion pump was reported to have failed to alarm to alert user of an air-in-line condition. There was no pt harm. Zyno has requested, but the user facility yet to provide pt information.

Manufacturer narrative:
Evaluation of the device involved in this incident indicated that it was operating in accordance with its specifications. The air-in-line alarm was inspected and found to be fully functional in the unit. Additional investigation and inquiry with the user facility revealed that this user facility fully understood but intentionally disregarded the instruction of use of the device provided by zyno. Instead, they routinely over-program the volume-to-be-infused (vtbi) parameter, which disables volume accounting as the primary safety mechanism of the device against potential air embolism. This practice exposed pt to the air-in-line alarm as the single point of failure. A zyno representative provided additional in-service, which emphasized the potential consequence of over-programming the vtbi parameter.